Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold and decreased ventricular sensing. The lead was not used and was replaced. After the procedure, the patient began to experience hypotension and perforation was suspected. A pericardiocentesis and pericardial window was performed. The patient was intubated and was stable afterwards